Event description:
It was reported the rv lead was explanted and replaced due to non-capture and microdislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 5038 lead is in progress; results will be forwarded when available. Evaluation summary: no anomalies were found; full lead was returned for analysis.